Manufacturer narrative:
Patient weight is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient is receiving stimulation to the incorrect area which is causing ineffective therapy. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.